Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room because they had received multiple shocks. A remote transmission confirmed multiple ventricular episodes that were treated. During review of the transmission it was reported that there was undersensing with the patient's right atrial (ra) lead. No changes were made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.